Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The complaint information indicates that a possible cause is a reaction to gloves the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported unspecified issues with a reusable irrigation/aspiration product. Two patients experienced an infection after cataract surgery. Additional information has been requested but none received to date.